Event description:
The contact for a peritoneal dialysis (pd) patient called fresenius technical support to request a liberty select cycler replacement for the patient. The contact stated that an m31 air detected in cassette warning had previously occurred during a treatment on the cycler. The patient reportedly attempted another treatment, but it failed again for unspecified reasons. During the call, the patient¿s contact mentioned that the patient was sent to the emergency room (ER). No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient was admitted to the hospital on (B)(6) 2024 with a diagnosis of peritonitis. The pdrn did not have any additional information related to the hospitalization at the time of the call. Attempts to obtain further details related to the peritonitis and hospitalization were unsuccessful.